Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose prior to being on the sensor, with blood glucose of 50 mg/dl at the time of the incident. The customer was given intravenous fluids to treat and was taken off the pump. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the event was a past event. The insulin pump will not be returned for analysis.